Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's had an elevated blood glucose ranging in 500s mg/dl with high ketones. Multiple attempts were made to follow up with the customer; however, no response was received.